Manufacturer narrative:
Serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the tower door was failed and not detected on bus after moving the station. A field service engineer dialed into the device and found that the customer improperly configured tower. The fse worked with the customer to get it configured properly and customer tested to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door failed and was not detected on the bus after the station was moved. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.